Manufacturer narrative:
Ni

Event description:
A customer reported a software anomaly issue. The customer stated the sterrad nx sterilizer printout stated the cycle had cancelled despite the screen indicated the cycle had completed. The customer confirmed the subsequent biological indicator passed. The affected load was released and used on a patient. There was no report of any injuries or human reactions. The surgeon prescribed antibiotics to the patient but discontinued the treatment after the confirmation of successful passing cycles.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), failure mode and effects analysis (fmea) and service history review. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode of "software anomaly" is at an acceptable level. Service history review for this unit indicates no additional reports of conflicting results between the monitor results and the cycle printout results have been reported. The software anomaly/fault issue was self-resolved by the customer by performing a system reboot. Verification and the cause of the discrepancy between the monitor cycle completion data vs. The printout data could not be confirmed. A customer letter was sent to the customer advising them to follow instructions for cycle completion and review of print out. The issues will continue to be tracked and trended.